Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was 21 mg/dl. No other information was provided and troubleshooting was refused. It was reported the patient programmed too large of an insulin bolus. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a device use-error.